Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump had cracked case at display window corner and cracked reservoir tube lip.